Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A customer reported experiencing ultrasound and vacuum issues with the handpiece. At the time of this report it was unknown when did the event occurred. Additional information was received from the technical service, the event was due to an user error. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the system was evaluated by a company representative and met specifications. It was confirmed that the root cause of the reported event was attributed to an error in use.